Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a left hemi hip arthroplasty done sometime in (B)(6) 2016. The patient is now complaining of pain. He wanted to remove the summit basic stem and mod endo head and convert it to a total hip. He felt the stem was loose at bone to implant interface. During the surgery he removed the 43 mod endo head and +0 sleeve. He then used osteotomes around the proximal part of stem to loosen the stem. He attached a stem extraction device to the stem and removed the stem fairly easy. Doi: (B)(6) 2016; dor: (B)(6) 2018; left hip.